Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has stripped battery cap coin slot noted. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads, stained end cap sticker and stained address serial number label.

Event description:
Customer reported that the insulin pump alarmed for a button error and that she was unable to clear it or open the battery compartment. The blood glucose reading was 431 mg/dl. Customer treated with a bolus. Customer stated that the insulin pump had not been dropped, bumped or exposed to moisture. She was unable to remove the battery cap through troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.